Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issues. The fse opted to replace the executive processor board, as a precautionary measure. Complete calibration and system checkout was performed and the iabp unit was released to the customer for clinical use.

Event description:
It was reported that during a service/test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) failed to boot up. This is reportedly a repeat issue and the iabp unit is logging fault code# 116, multiple times. There was no patient involvement; thus, no adverse event is reported.